Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the faradrive catheter into the faradrive steerable sheath clear, a significant amount of air was detected in the sheath during air aspiration. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis. Pump at 20ml/h was used for irrigation of the sheath. No fluid leak or air in sheath seen. Starter guidewire was positioned at the distal end of the farawave catheter.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the faradrive catheter into the faradrive steerable sheath clear, a significant amount of air was detected in the sheath during air aspiration. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis. Pump at 20ml/h was used for irrigation of the sheath. No fluid leak or air in sheath seen. Starter guidewire was positioned at the distal end of the farawave catheter.

Manufacturer narrative:
The faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the internal valve torn on the outer and inner faces near the center slit, compromising the valves ability to seal pressure and fluid within the sheath. Inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the available information, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.